Event description:
Pt reported obtaining back-to-back blood glucose results of "lo" (> 9 mg/dl) and 330 mg/dl on the compact system. Five days later, pt performed an add'l set of back-to-back tests with results of "hi" (>600 mg/dl) and 225 mg/dl. Pt did not report taking any actions based on these values. No pt injury was reported. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the compact system. Technical support requested the return of the suspect product and replacement product was shipped.